Event description:
It was reported that pump displayed lower insulin fill estimate than expected despite correct filling steps and no cartridge reuse or overfill. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with assistance from technical support, declined suggested test bolus to update estimate, and planned to monitor pump and follow up if needed.